Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the reservoir migrated. The previous reservoir was removed and a new 100 ml conceal reservoir was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Patient presented discomfort due to he felt the reservoir bulging in lower abdomen area. There were no further complications.